Manufacturer narrative:
The report of low flow alarms was confirmed based on the submitted system controller log files. The system controller log file captured numerous low flow hazard alarms where the calculated average flow was captured at 2.4 lpm or lower; however, despite the low flow alarms, the pump speed remained above the low-speed limit for the duration of the log file. Similar events were captured in the system controller periodic log file and lvad event and periodic log files. A specific cause for the low flow alarms and a correlation to the evaluation of the lvad could not be conclusively determined. The pump was returned assembled with the pump cable cut approximately 2.5 inches from the pump-end bend relief and the severed portion was not returned. The modular cable, the sealed outflow graft, the sealed outflow graft bend relief, and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop and the device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017 that the lvad system was producing persistent low flow alarms. A log file provided to the manufacturer's technical service representative confirmed that the periodic log captured lower flow conditions from (B)(6) 2017 through (B)(6) 2017. It was reported that increasing the set speed by 100rpm did not have much effect on increasing the flow. The event log covers approximately 31 minutes in duration and is filled with low flow values. The patient was asymptomatic. The patient was hypertensive and was on a lasix drip to treat a mean arterial pressure (map) that was greater than 100mmhg. A right heart catheterization showed normal hemodynamic values. The patient's lactate dehydrogenase was 400 u/l and b-type natriuretic peptide (bnp) was 178pg/ml. When the map was decreased to 70mmhg the low flow alarms persisted. A CT scan did not show any signs of inflow obstruction and there were no indications of occlusions inside the pump. A ventriculogram revealed slow uptake of dye through the pump and a partial obstruction was suspected. The patient's inr was supratherapeutic at 3.9 and oral anticoagulation medications were held while a heparin infusion was started. The patient developed hypoxia which was attributed to fluid overload and unspecified heart failure symptoms. A pump exchange was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.